Event description:
Initial reporter indicated that the patient came in for their first office visit, after being implanted with the vns and, their vns was interrogated and found to be at 0.25ma, 15, 130, 14 sec, 5 min. The treating physician did not expect to find the vns programmed on. The implanting surgeon's office reported the patient was not programmed on at the time of surgery. Good faith attempts are being made for additional details about the reported event.